Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID vedr01 implantable pulse generator (ipg) implanted: 2008-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a ventricular lead polarity switch to unipolar due to low impedance measurements. The ra lead was reprogrammed back to bipolar, however the next day, the ra lead switched to unipolar once again. The ra lead was reprogrammed again to bipolar with no issues noted and remains in use. No patient complications have been reported as a result of this event.